Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that at implant attempt the right atrial lead could not be placed satisfactorily. The lead was removed and a single-chamber system was implanted, using only a right-ventricular lead. No patient complications were reported as a result of this event.